Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angiogram with runoff, two advance micro 14 ultra low-profile pta balloon catheters ruptured during inflation in the popliteal artery. The first balloon catheter was inflated to 14 atmosphere (atm), and the second was inflated to 8 atm. It was noted that heavy arterial calcification was present. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
It was initially reported that both devices were from the same lot; however, per additional information received on 31jan2018, it was noted that one balloon catheter was from lot number 7363546, and the other from lot number 7939515 (refer to medwatch 1820334-2018-00378). Medwatch 1820334-2018-00185 documents the event for lot number 7363546. Per the initial reporter on 2feb2018, the corresponding inflation pressure of each lot number is unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation, evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of kinks, which were noted at lengths of 8 mm, 23.7 cm, 37.6 cm, 61.5 cm, and 71.8 cm from the proximal end of the device. Leakage was noted at the distal end of the catheter. No surface defects were present on the balloon. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to patient anatomy. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation, evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of kinks, which were noted at lengths of 8 mm, 23.7 cm, 37.6 cm, 61.5 cm, and 71.8 cm from the proximal end of the device. Leakage was noted at the distal end of the catheter. No surface defects were present on the balloon. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to patient anatomy. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.